Event description:
Resident waited over 30 minutes for care aids to take him to the bathroom. After having a bowel movement before the care aids could place the resident upon the toilet while using the sara 300 lift, he became very agitated. Resident had a physical and verbal tantrum and was flailing his limbs about. Resident's knee buckled and his arm bent near the elbow. The resident was taken to hospital days later, because they stated that their arm was sore. Hospital reported that he suffered a fractured arm. Resident had a massive coronary that is thought to have been caused by blood clot.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer arjohuntleigh (B)(4) (registration #3007420694). Please note that previous medwatch reports for this product were submitted for the manufacturing site medibo medical products (B)(4) (under registration #3004468271). As of august 2011, manufacturing responsibilities were transferred to arjohuntleigh (B)(4). Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted under registration #3007420694. The trend review of reportable complaints associated with the sara 3000 for the past 2 years finds that there are none with complaint descriptions similar to this incident. Within that time frame, both the medibo and arjohuntleigh (B)(4) manufacturing sites produced approximately (B)(4) sara 3000 devices. Due to this information, there is no observable trend and no indications that the failures are manufacturing issues. The lift was not returned to ahp; the on-site evaluation of the device has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. The lift and the sling were both in very good condition, as both were purchased new in february 2012. Statements taken from facility representatives find that they did not feel that the device was at fault. Based upon the course of events, the reported root cause of the claimed event is connected with the transfer taking too long or the patient staying in the lift for too long, probably unattended. Both circumstances go against what is listed as the device's intended use in the instruction for use (kkx81010m-en_issue_4): 'sara 3000 is a mobile raising aid (...) Intended to be used for raising to a standing position and short transfer of residents. 'Additionally: 'sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident'. Arjohuntleigh is not recommending any specific actions based on the fact that the user facility is aware that the complaint's most probable root cause is related with user error and the patient's condition at the time of the event rather than a fault with the device.